Event description:
It was reported that a patient underwent a right hemicolectomy procedure with a midline laparotomy on (B)(6) 2011 and suture was used on the fascia tissue. The patient developed a subcutaneous seroma along the scar on (B)(6) 2012 and 40ml of fluid was aspirated from the seroma the same day and was resolved. As of (B)(6) 2012 the patient was in good condition.

Manufacturer narrative:
(B)(4) seroma. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-00603 and 2210968-2012-00604. The same patient is represented in each medwatch.

Manufacturer narrative:
There are two possible devices involved in the event as follows: pds ii (polydioxanone) suture; pds ll plus antibacterial suture.